Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the implant did not fit at all due to a change in anatomy/calcifications.

Manufacturer narrative:
Additional information: h4, h6. The reported event could not be confirmed, as no images or CT-scans were provided. The surgeon attributed the aborted cranioplasty to unexpected anatomical changes and calcified autologous bone growth that prevented proper implant fit, despite three proposed intraoperative options. Stryker's analysis confirmed the implant met all design specifications, and suggested that bone regrowth between CT planning and surgery may have contributed, though this cannot be confirmed without post-op imaging. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.